Manufacturer narrative:
Implant date - estimated since unknown

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred. On (B)(6) 2021 the patient came in for their 12 month transesophageal echocardiogram(tee). The imaging showed that there was a device related thrombus present on the device. There was no leak or shift of that device that occurred. The patient had no complications or issues that resulted from this. At the time the thrombus was noted the patient was only on aspirin. The patient will now continue taking an oral anticoagulation and will have repeated tees until the thrombus resolves.